Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she inserted a sensor, and after removing the introducer needle she began feeling a sharp pain at the site. The customer feels that part of the needle has broken off underneath her skin. Had the customer remove the sensor for visual inspection, and she stated that there appears to be a hard plastic piece at the end of the sensor cannula. Advised the customer to seek medical assistance if she feels that a piece my still be underneath her skin. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor. Introducer needle not returned. Reliability analysis not required, due to customer not returning insertion needle.